Event description:
It was reported that the first implant was deployed successfully. When he deploy the second, nothing came out from the tip. The surgeon had tried a few times but still the same result. Backup device was available to complete the procedure and no patient injuries were reported.

Manufacturer narrative:
The reported fast-fix 360 reversed curved needle delivery system intended for use in treatment, was not returned for evaluation. Without the reported product a visual evaluation cannot be performed and the customers complaint cannot be confirmed. From the information provided, t2 would not deploy. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: bending of the delivery needle. The instruction for use were reviewed and were found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.